Manufacturer narrative:
On 10/28/2019, the product investigation was completed. Device investigation summary: during evaluation of the device, a crease was observed on the anterior aspect. Leak testing revealed a tear within the crease measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received an update on the events submitted in the initial report. The updates are as follows: the patient is of caucasian descent. The patient underwent unilateral explantation of the impacted device on (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/24/2019, mentor received an update to the events submitted in the initial report and first supplemental report. Mentor received the physician's operative report which provides a diagnosis of right-sided capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Concomitant products: 125cc mentor smooth round moderate profile (catalog number 3501610, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a 150cc mentor smooth round moderate profile and experienced postoperative right-sided deflation and asymmetry. The diagnosis was confirmed by physician upon physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.